Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and urinary tract disorder ("bladder or urinary problems or changes") in a 30-year-old female patient who had essure (batch no. 841628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient denies fever, chills, sob, cp or other uri symptoms. Denies any cyclical pms symptoms. Denies bowel or bladder symptoms. Denies aggravating or alleviating factors. Concurrent conditions included depression, headache, neck pain, ovarian cyst, nabothian cyst, amenorrhea, low back pain, groin pain, pelvic infection, depressive disorder, acute sinusitis, pharyngitis, acute bronchitis, calculus of kidney, urinary calculus, dizziness, vertigo and ecchymoses. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdomen pain") and urticaria ("hives"). The patient was treated with surgery ((B)(6) 2012, hysterectomy with bilateral salpingectomy and unilateral oophorectomy and adhesiolysis.) And surgery (reconstruction of ureter). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain lower and urticaria outcome was unknown and the hypersensitivity, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, dyspareunia, fatigue, hypersensitivity, pelvic pain, urinary tract disorder, urinary tract infection, urticaria and vaginal infection to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure: yes the content of the communications my ureter was stitched shut on my right side resulting in surgery on my kidney and bladder, (B)(6) 2012. Right side-2 coils visualized in the endometrial cavity. Left side-four coils were seen on that side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion pathology test - on (B)(6) 2011: benign paratubal cyst.; on (B)(6) 2012: mild acute and chronic cervicitis. On (B)(6) 2011 pathology test was done having result uterus, tubes, and right ovary, hysterectomy and salpingo-oophorectomy -- cervix - mild acute and chronic cervicitis.- endometrium - proliferative pattern.- myometrium - no diagnostic abnormalities.- serosa - no diagnostic abnormalities.- left fallopian tube - benign paratubal cyst.- right fallopian tube - no diagnostic abnormalities.- right ovary - physiologic cysts; serosal adhesions. * on (B)(6) 2012 pathology test was done having result uterus, tikes, and right ovary, hysterectomy and salpingo-oophorectomy- cervix - mild acute and chronic cervicitis. Endometrium.- proliferative pattern. - myometrium- no diagnostic abnormalities. - serosa- no diagnostic abnormalities. - left fallopian tube - benign paratubal cyst. - right fallopian tube - no diagnostic abnormalities. Right ovary .physiologic cysts; serosal adhesions. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, pelvic pain, dyspareunia, uti. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " allergic or hypersensitivity reaction type:allergic, infection (bladder/ urinary tract/vaginal) type: bladder, urinary tract, bladder or urinary problems or changes, nickel allergy,dyspareunia (painful sexual intercourse),fatigue, hair loss" added. Reporter, patient and product information added. Concomitant condition added. Lot number added. Lab data added. Outcome of event " allergic reaction, dyspareunia, fatigue, hair loss" were updated as resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and urinary tract disorder ("bladder or urinary problems or changes") in a 30-year-old female patient who had essure (batch no. 841628- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient denies fever, chills, sob, cp or other uri symptoms. Denies any cyclical pms symptoms. Denies bowel or bladder symptoms. Denies aggravating or alleviating factors. Concurrent conditions included depression, headache, neck pain, ovarian cyst, nabothian cyst, amenorrhea, low back pain, groin pain, pelvic infection, depressive disorder, acute sinusitis, pharyngitis, acute bronchitis, calculus of kidney, urinary calculus, dizziness, vertigo and ecchymoses. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdomen pain") and urticaria ("hives"). The patient was treated with surgery ((B)(6) 2012, hysterectomy with bilateral salpingectomy and unilateral oopherectomy and adhesiolysis.) And surgery (reconstruction of ureter). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, allergy to metals, abdominal pain lower and urticaria outcome was unknown and the hypersensitivity, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, dyspareunia, fatigue, hypersensitivity, pelvic pain, urinary tract disorder, urinary tract infection, urticaria and vaginal infection to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure: yes the content of the communications my ureter was stitched shut on my right side resulting in surgery on my kidney and bladder, (B)(6) 2012. Right side-2 coils visualized in the endometrial cavity. Left side-four coils were seen on that side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion pathology test - on (B)(6) 2011: benign paratubal cyst.; on (B)(6) 2012: mild acute and chronic cervicitis on (B)(6) 2011 pathology test was done having result uterus, tubes, and right ovary, hysterectomy and salpingo-oophorectomy -- cervix - mild acute and chronic cervicitis.- endometrium - proliferative pattern.- myometrium - no diagnostic abnormalities.- serosa - no diagnostic abnormalities.- left fallopian tube - benign paratubal cyst.- right fallopian tube - no diagnostic abnormalities.- right ovary - physiologic cysts; serosal adhesions. On (B)(6) 2012 pathology test was done having result uterus, tikes, and right ovary, hysterectomy and salpingo-oophorectorny- cervix - mild acute and chronic cervicitis.endometrium.- proliferative pattern. Myometrium- no diagnostic abnormalities. Serosa- no diagnostic abnormalities. Left fallopian tube - benign paratubal cyst. Right fallopian tube - no diagnostic abnormalities. Right ovary .physiologic cysts; serosal adhesions . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, pelvic pain, dyspareunia, uti. Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.